Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No broken force sensor error noted. The insulin pump was tested with a water fill reservoir; the units left on status screen matched properly with units left on test reservoir. No anomalies noted. The insulin pump had keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the reservoir was completely empty after priming. The customer stated that when she primed, there were no units left in the reservoir. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.